Manufacturer narrative:
Upon completion of the investigation a f/u report will be filed.

Event description:
Affiliate reported that the pressure of the valve changed from its intended pressure setting after the pt fell and suffered a head injury. The device was then revised on suspicion of a valve malfunction.